Event description:
During a breast biopsy procedure, upon retrieval process, the doctor noticed a 3-4mm piece of hard plastic. The foreign body was removed. The doctor finished the breast biopsy with no patient consequence.